Event description:
A customer reported to baxter corporate product surveillance a clearlink system continu-flo solution set with duo-vent spike in which the part near the drip chamber separated from the tubing. The customer stated that this condition occurred before priming. Upon follow-up with the customer, it was determined that the tubing slipped out at the point where it enters the drip chamber. There was no report of patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the tubing had separated from the drip chamber outlet port. Closer visual inspection showed that there was no residual solvent residue or plow ridge visible on the tubing end. The remaining solvent bond junctions were then pull tested with no separations noted. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.